Event description:
On (B)(6) 2024, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced discharge and redness at the stoma site. On (B)(6) 2024, the redness worsened and the patient went to the emergency room. A CT scan was done, showing inflammation that could be infection and the patient was started on an unknown antibiotic. A stoma culture was done which resulted in the hcp reporting that the infection was deeper than at the stoma, and that the infection in in the abdomen. The patient's white blood cell count was normal. No further information regarding the infection was provided. On (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.